Event description:
Manufacturer review of the published article entitled "revision of vagal nerve stimulator (vns) electrodes: review and report on use of ultra-sharp monopolar tip. Child's nervous system, (B) (6)2010: online. Ng wh, donner e, go c, abou-hamden a, rutka j." Identified that a vns patient's generator had a spontaneous change in settings. Attempts to the author for additional information, and if this event was previously reported, have been unsuccessful to date.